Event description:
During the installation of a unicel dxh 800 slidemaker stainer instrument, a beckman coulter inc. (Bec) field service engineer (fse) observed a small amount of smoke coming out of the instrument. There were no sparks, arcing or flames. The fire department was not called and there was no need for a fire extinguisher. Fse was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. Patient results were not affected by this incident.

Manufacturer narrative:
The wires are shipped in a package with a clip separating them. Fse noted these wires were not in the clip properly and the thin insulation on 2 wires in the package was worn leaving bare wire exposed. Fse had unpacked the wires from the clip used for shipping and placed on the instrument. The instrument was placed in operation when wires shorted which produced a small amount of smoke. Fse replaced the wires affected and verified operation of the system. The cause of this event was that the insulating coating on wires was worn during shipping. (B)(4).